Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to nasal/throat irritation or soreness. There was no report of patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported information alleging anissue related to a CPAP device's sound abatement foam. The patient has alleged to nasal/throat irritation or soreness. There was no report of patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. As per further investigation, the patient alleged to lung cancer. It was determined that this report is a serious injury case which has been updated in this report. Despite of multiple attempts the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed. Section g and h has been updated.